Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During stent protector removal while unpacking a 3.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system, the stent was stretched halfway off the catheter and the device was not used. No patient complications were reported.